Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was unable to increase stimulation and when they tried to increased stimulation using their patient programmer, the patient programmer showed turned ins on screen. Patient stated that it was possible they accidently pressed the wrong button but to their knowledge they never used the ins off button. Patient turned on the device and therapy was on and decided stimulation was too high and decreased to a comfortable level. No symptoms were reported and no further complications were noted or anticipated.